Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), had a broken ventricle connector. It was also determined at analysis that the hanger assembly was broken. Display wires were pinched, the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), had a broken right ventricle connector. The cable will not stay in place, not functional. The epg was returned for repair. There was no patient involvement.